Event description:
It was reported to philips that the device had a power failure while the device was on a patient. It was also reported that the annual calibration for this device is scheduled but the device is to be sent to the bench. It was reported that the device was in use on a patient. However, no adverse patient impact was reported by the customer.